Manufacturer narrative:
One sample of the v-sat veterinary sensor lot # 162600130h was received for evaluation and the customer reported complaint could not be confirmed. The sensor showed usage. Functional evaluation and testing was performed and it was found that the passed saturation and pulse readings. Continuity tests were performed and the oxiband functional test showed that the sensors passed in the emitter. The sensor cable and wires was/were exposed to flexing and stretching. The sensor passed eprom testing. We are unable to determine the cause for this specific event however, manufacturing controls and testing are in place to detect defective product and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit was giving low readings. There had been animal involvement but no animal harm. The customer reported the product had been reading 80's and low 90's. The customer was using a cardell monitor.